Manufacturer narrative:
E1 phone no: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the incompatible scope e315 error during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.